Event description:
Patient presented to the clinic due to noise seen on the egm via (B)(4) transmission. The noise was not reproducible during the lead testing. The patient did not receive hv therapy. The physician opted to monitor the lead. The lead remains implanted.

Event description:
New information stated that the lead was explanted due to noise causing inappropriate therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.